Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of the truepath device. The control unit, motor housing, working length, tip housing/tip were microscopically examined. The tip is damaged. The coil was damaged and pulled away from the shaft, which is consistent with damage that is seen with the use of a micro catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jan-2018. It was reported that tip was damaged. The chronic totally occluded (cto) target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A truepath¿ crossing device was selected for use. During the procedure, the micro catheter was advance near the lesion and when truepath was inserted, resistance was felt. However, the device was able to be advanced and used as it was. Then, the radiopaque marker of the micro catheter and truepath was found to be not matched midway, so the device was pulled out and it was noted that the tip and side of the truepath were lifted. So, the usage of the device was stopped. Procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil part was damaged and pulled away from the shaft.